Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ per tandem user guide: "change your cartridge every 48¿72 hours as recommended by your healthcare provider." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies to address the issue. Reportedly, the customer was using supplies for longer than the recommended period,tandem technical support educated the customer that using supplies for longer that the recommended period of time per the user guide is considered off label use.